Event description:
It was reported that during a carotid artery stenting procedure, stent damage occurred. The target lesion was located in the ostium of the right internal carotid artery with 90% stenosis, a length of 2 mm, and reference vessel diameter of 5 mm. The physician treated the target lesion with a filterwire ez and placement of a carotid wallstent. During delivery of the carotid wallstent, the device kinked or deformed. The stent was successfully implanted. Following post dilatation, residual stenosis was 10%. The pt was discharged the next day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).